Event description:
The hosp reported that during saphenous vein harvesting procedure, the image on the endoscope was dark. The surgeon converted to an open leg technique because the account did not have a replacement scope. No additional pt complications were reported.